Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient had high blood glucose level reported to be 277 mg/dl (2.77 g/l) and there was a detachment between infusion set's tubing and the catheter. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.